Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, before use, the device had physical damage. It was reported that it had a damage in the proximal position and had a broken tip. There was no patient injury.

Manufacturer narrative:
Evaluation summary: one device was received for evaluation. The reported event was confirmed. A visual inspection was performed and it was observed the 15mm connector was broken. Information has been added to the database and trends will continue to be monitored. If information is provided in the future, a supplemental report will be issued.